Event description:
It was reported that the patient received inappropriate atp therapy due to intermittent noise. Low, out of range pacing lead impedance was also observed. The lead was capped and replaced. The patient was in satisfactory condition post-procedure.